Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure, the 23mm sapien valve was positioned in a 60/40 ventricular position; however, upon inflation the rf3 balloon deflected off the surgical mitral valve and shifted the valve aortic to a final position of 80/20. The final result was mild to moderate paravalvular leak (pvl). Per report, the physician failed to fully deploy the plunger on the atrion syringe. In order to address the pv leak, post dilatation was performed and this caused the valve to embolized into the aorta. In order to troubleshoot, the decision was made to reposition the first valve in the descending thoracic ao. There was a noted descending aortic dissection which was repaired with covered stent graft. . A second valve was then implanted in a 70/30 aortic position. The patient was noted to have remained stable. Additional information provided by the hospital operative report, indicates that following deployment of the second valve, reduced flow in the aorta, distal to the valve was noted. Post deployment transesophageal echocardiogram (tee) suggested a possible disruption of the thoracic abdominal aorta distal to the deployed valve. An aortogram was performed confirming a dissection in the thoracic abdominal aorta distal to the embolized sapien valve that had been deployed in the descending thoracic aorta. In order to repair the dissection, a gore-tag 31mmx100mm thoracic stent was deployed. Following successful repair of the aortic dissection, there was restoration of flow into the abdominal aorta.

Manufacturer narrative:
The device was not returned for evaluation. A device history record (DHR) review was not required or performed as there was no allegation of device malfunction. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), associated with aortic valve replacement and bioprosthetic heart valves include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. According to the thv training manual risk factors for acute aortic rupture/ dissection in the tavr procedure include significant valve oversizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it is likely that procedural factors (deployment of the embolized valve in the descending aorta) contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
This event was reported in error, based on the information provided by the hospital procedure report, the aortic dissection, which was initially reported under manufacturer report # 2015691-2013-19076, occurred from the deployment of the 23mm sapien valve in the descending aorta and not from the use of the rf3 delivery device. The additional information/correction was reported under manufacturer report # 2015691-2013-19075.